Event description:
It was reported that this left ventricular (lv) lead was explanted during a therapy upgrade procedure due to higher threshold measurements and non-optimal positioning. The physician elected to place a left bundle branch (lbb) lead. One lbb was attempted due to patient tortuosity. This lv lead has been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue during a therapy upgrade. A left bundle branch (lbb) lead was also attempted. The lv lead has been received for investigation. No additional adverse patient effects were reported.